Manufacturer narrative:
(B)(4). Additional: this complaint was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause of the air. The labeling review found the labeling adequate for the potential related user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has not yet been received but an evaluation is expected. A follow-up MDR will be submitted if any additional information is received.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) felt as though he had air in him and believed the leur lock cassettes were the issue. The hp would hold the cassettes for retrieval and evaluation by baxter. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2010, product surveillance contacted the hp peritoneal dialysis nurse (pdn) regarding the report of air. The pdn stated the hp stated the leur lock cassettes are very difficult to twist. The pdn stated the hp would bring a cassette to the clinic to be evaluated but wanted baxter to evaluate them too. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments.